Manufacturer narrative:
Sensory, cognitive, and motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced neurocognitive decline including aphasia, cognitive impairment and unstable gait. Intervention was indicated as hospitalization from (B)(6) 2022. Patient was discharged to home on (B)(6) 2022. The event was indicated as ongoing as of (B)(6) 2022.